Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a male child patient experienced high blood glucose level of 504 mg/dl, which they tried to treat with a correction bolus via pump. Also, it was stated that the infusion set's cannula did not went into patient's body. Moreover, there was no damage when the package was first opened, and the infusion set had been used for less than one day. Consequently, the patient's mother reported that he was admitted in the emergency room, with blood glucose level of 467 mg/dl and he stayed there for two and a half hours. The patient had high ketones, which the health care professional assessed as dangerous/ life threatening. Further, he was unstable when he left the emergency room and his blood glucose level was 467 mg/dl. Subsequently, on (B)(6) 2021, he was admitted to the intensive care unit, due to the infusion set's cannula not inserted into the body. During hospitalization, he was administered saline and insulin intravenously which resolved the issue. On (B)(6) 2021, he was released from the hospital with no permanent damage. Reportedly, the infusion set was changed, and insulin was resumed successfully. No further information available.